Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A nurse requested assistance with the insulin pump's bolus wizard feature via phone call, and reported that the customer had a blood glucose level of 600 mg/dl. The nurse stated that the elevated blood glucose level was due to treatment that the customer had just received. The insulin pump was not replaced or returned for analysis.